Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that they were concerned about the battery life as the patient was implanted in (B)(6) 2015 and was already at elective replacement indicator (eri). The battery voltage was at 2.545v. The patient had been using 2 programs up until (B)(6) when they needed reprogramming because stimulation was not covering their buttocks and back. When they turned stimulation up to capture these areas, it was too strong in the legs. They reprogrammed the patient to have 1 program and that provided better coverage. Longevity calculation for the current programming was performed. Program 1: 0- 1- 2+ 3+ 8+ 9+ 9- 10-; 8.1v; 240 pulse width (pw); 60 rate; less than 177 ohms; 24 hours/day. Estimate: 3 months longevity calculation for the old programming was performed. Program 1: 0- 1- 2+ 3+; 4.2v; 450 pw; 40 rate; 418 ohms program 2: 8- 9+ 10+ 11+; 4.7v; 450 pw; 40 rate; 490 ohms 24 hours/day estimate: 11 months they reviewed battery estimates and battery curve and the battery depletion appeared to align with settings. It was suggested to switch back to the original two programs that had lower voltages to conserve battery life. Due to high settings, the patient would have limited time between eri and end of service (eos). It was unknown when the lack of coverage started. The longevity concerns and eri started about week ago in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) on april 24th 2016 stating that the patient was reprogrammed with new voltages around 4.5. They noted the patient would be scheduled for an implantable pulse generator (ipg) replacement in mid-may after they returned from out of state. They were going to change to a different type of ipg at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.